Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition. A review of the event history log identified check syringe plunger sensor alarm. During functional testing using the power up process, the reported issue was able to be duplicated. The flipper was touching the top of ear clip when plunger assembly was pushed all the way in. The root cause of the issue is known and is design related. Replaced left plunger case and performed preventative maintenance. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a plunger sensor failure. No patient injury was reported.